Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for an unrelated surgery. During the procedure, the left ventricular lead exhibited a loss of capture; after the doctor intentionally placed the lead between the wall of the heart and the edge of the valve so as to not interfere with valve function. It was noted that the lead may have become crushed. The lead was capped and replaced on (B)(6) 2016. The patient's condition post event was good.